Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a coyote es balloon catheter. There were hypotube kinks identified during the visual analysis. Microscopic inspection did not reveal any damage to the balloon or the shaft. Functional testing was completed by connecting an inflation device to the hub and applying pressure. The balloon inflated without issue and maintained pressure for 5 minutes.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.